Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having high and low blood glucose levels with out receiving alarms. At the time of reporting her blood glucose level was 356 mg/dl. She stated that she was concerned that readings on her insulin pump and sensor rarely match each other. She was advised that the variances may be due to improper placement which may stop it from accurately tracking changes in blood glucose levels. The customer was further advised to temporarily discontinue using the sensor function for a period of two to four hours before resuming use. No equipment is being returned. No additional information was reported.